Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe tip broke off into the fill port of a small volume folfusor. This issue was described as, ¿luer cone syringe broken¿. This occurred while filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a broken syringe tip stuck inside the fill port of the folfusor. The broken syringe tip is not a baxter product. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.